Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for reported lots 1809105 and 1711109, no deviations or non-conformances related to this issue were identified during the manufacturing process. Retained samples from each lot were used for additional evaluation. Visual inspections did not reveal any defects and no leakages were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the connector luer lock c45 experienced leakage. The following information was provided by the initial reporter: material no: 515202 batch no: 1809105, 1711109. It was reported that during administration of velcade, 3-5 drops of the chemotherapy drug leaked from the needle/phaseal connection onto the patient. Event description per attached medwatch report states, "nurse administering velcade subq using bd phaseal closed system drug transfer device, 3-5 drops of chemotherapy medication leaked from the needle-phaseal connection onto the patient. This is not the first time the phaseal has malfunctioned when administering a medication subcutaneously. Connector luer lock were used in this event, however, the event was replicated in the past with other lot numbers. Bd has been notified in the past of this issue."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1809105; medical device expiration date: 2022-08-31; device manufacture date: 2018-09-12; medical device lot #: 1711109; medical device expiration date: 2021-10-31; device manufacture date: 2017-11-17.

Event description:
It was reported that the connector luer lock c45 experienced leakage. The following information was provided by the initial reporter: material no: 515202, batch no: 1809105, 1711109. It was reported that during administration of velcade, 3-5 drops of the chemotherapy drug leaked from the needle/phaseal connection onto the patient. Event description medwatch report states, "nurse administering velcade subq using bd phaseal closed system drug transfer device, 3-5 drops of chemotherapy medication leaked from the needle-phaseal connection onto the patient. This is not the first time the phaseal has malfunctioned when administering a medication subcutaneously. Connector luer lock were used in this event, however, the event was replicated in the past with other lot numbers. Bd has been notified in the past of this issue."